Event description:
It was reported that patient experienced swelling and itching on the face following a rf microneedling treatment using potenza. Cynosure's clinical team investigated the event and confirmed user error was involved. Operator performed two passes with s-25 tip followed by another two passes with l-25 tip. Labeling recommends: two passes with either tip, but not both. Patient also had mature skin. Per clinical's assessment: treatment performed was too aggressive on the patient's skin. Based on the labeling materials and risk review, swelling is an expected side effect from such treatments. Patient was given oral prednisone as medical intervention. This is a reportable adverse event due to patient receiving medical intervention.